Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded occasional under sensing due to low amplitude signals and far field over sensing that disrupted the paced rhythm. The device had been recently placed. The device was reprogrammed, reliable sensing was restored, and the artifact was appropriately blanked. The patient will be monitored remotely, so health care professional (hcp) said he was confident these changes had met his expectations. No adverse patient effects were reported.